Event description:
It was reported that the patient presented for a follow up and the pulse generator could not be interrogated. The device battery data could not be read. The device would be scheduled for a change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.